Event description:
Customer reported an issue with the passport 2 monitor display, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the main board and verified operation.